Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) saw potential far-field or retrograde conduction during an atrial tachy response (atr) episode. Technical services (ts) was contacted for a review of the atr episode, and ts discussed options for trouble-shooting and programming. The crt-d system remains in service. No adverse patient effects were reported.